Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer had low blood glucose levels of 21 mg/dl. The customer was hospitalized. It was reported that the son of the customer discovered the customer passed out on the toilet and the emergency medical services were called in. No additional information was provided.